Manufacturer narrative:
The ratcheting handle instrument was returned to the manufacturer for analysis. Analysis found physical damage, specifically the end cap had broken from the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No components were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the top of the ratchet handle broke. Issue resolved with instrument replacement. There was no reported delay to the procedure due to this issue. There was no impact to patient.